Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that, while using the ap sizing guide, the surgeon drilled through the hole and passed the 75mm gold pin into the femoral canal instead of the condyle. The surgeon attempted to retrieve it under image intensifier using long forceps and graspers but it could not be retrieved. It was decided to leave the pin in situ to avoid any potential damage caused by further attempts to retrieve it.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components cannot be evaluated. With the information provided, a review of the device history records could not be performed. This device is used for treatment. Surgical notes were not provided. Hence, it is unknown which method was adopted or used. The surgical technique for using femoral ap sizing guide states that "the hole should be drilled parallel to the shaft of the femur in both the anteroposterior and lateral projections. The hole should be approximately one centimeter anterior to the origin of the posterior cruciate ligament." The technique also states that the guide is compressed until the anterior boom contacts the anterior cortex of the femur, and both feet rest on the cartilage of the posterior condyles. Flexion or extension of the guide can produce inaccurate readings. A definitive root cause cannot be determined with the information provided.